Event description:
It was reported that during a da vinci si cholecystectomy procedure the single site hem-o-lok medium large clip applier instrument would not close. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument was not closing. Engineering found the welding connection of the wire was broken off by the grip area resulting in the instrument not being able to close. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.